Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating that after the complete installation of the gastrostomy device it was noted an anchor had detached. It was necessary to perform a laparoscopy to explore and identify the issue, which caused a delay of about 45 minutes for this procedure. No additional information was provided in regards to the patient's status and the outcome of the procedure

Manufacturer narrative:
The device history record for the reported lot number, aa5089r05, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. Approximately 2cm length of suture extended out one side of the closed anchor. The suture appeared to have broken inside the clamped portion of the anchor. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to (B)(4), in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.